Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. Visual inspection: the sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were detected related to manufacturing process. The root cause cannot be determined since the complaint was not confirmed as no issues were found.

Event description:
It was reported that the tube on the pressure plate was raised from the position where it was supposed to be. No patient injury was reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08720 is no longer considered reportable, please disregard any MDR reports associated with it.